Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-15925. It was reported patient underwent surgical intervention wherein, an additional lead was added to the already existing two leads for better coverage on (B)(6) 2021. Reportedly, effective therapy was restored.